Event description:
The pt had a low anterior colon resection for colon carcinoma. The pt developed a pelvic abscess with an anastomosis leak resulting in a re-operation. An exploratory laparoscopy with solon resection, colostomy, drainage of pelvic abscess, and liver biopsy was performed. In a conversation with the contact person the device functioned as intended during the initial surgery.